Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for treatment of retention. The patient reported one week post-implant that the device was not working for them. The patient stated he had increased the stimulation like crazy, even too much, and it did not help his symptoms. The patient was not able to go to the bathroom like he could during the trial. Patient services and walked the patient through changing programs and then the patient could increase the stimulation to a comfortable level. The patient was advised to keep a symptom diary and contact their physician if their symptoms did not resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.